Event description:
During follow-up, loss of capture and loss of sensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.